Event description:
We received a report that a zct400 toric intraocular lens (iol) required a secondary procedure to resposition it after it rotated and caused the patient to have blurry vision. The procedure did not require an incsion enlargement and the patient is reported to be doing fine.

Manufacturer narrative:
(B)(4) - secondary procedure (reposition of iol). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. Sterilization batch was released and there were no non-conformances. There were no associated nonconformity material reports. Environmental monitoring records showed that there were no environmental monitoring related non-conformances. There were no process and/or material changes within the production order and based on the manufacturing record review and historical review no non-conformances are expected. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.